Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was provided by a healthcare provider via a manufacturer¿s representative regarding an implantable intrathecal pump intended to deliver morphine (30 mg/ml) at 12 mg/day, indicated for non-malignant pain and failed back surgery syndrome. It was reported that the patient had fluid building up in the pump site. The event date was asked but unknown. No symptoms were reported; the patient stated that she was getting good pain relief. Surgical intervention occurred. It was reported that the patient had a catheter revision on (B)(6) 2018, in which the physician opened the pocket and it was filled with fluid because the catheter connection piece had become disconnected. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. It was unknown what diagnostics/troubleshooting was performed. It was reported that as an action/intervention taken to resolve the issue, the physician opened the pocket and reconnected the catheter where it had been disconnected. It was noted that after the catheter revision, the physician lowered the daily dose to 2 mg/day. At the time of the report the issue was resolved, and the patient's status was listed as ¿alive ¿ no injury.¿ no further complications were reported or anticipated. The patient¿s medical history and weight were asked but unknown. Other medications the patient was taking at the time of the event could not be obtained as they were not available to the manufacturer.